Manufacturer narrative:
Film evaluation results are: a review of pre-implant CT¿s revealed that the patient had a thoracic dissection which extended from just caudal to the lsa, along the entire descending thoracic, and down into the distal abdominal aorta. No clear dissection was seen within the ascending thoracic. The true lumen was perfusing the celiac, sma and right renal artery, and the false lumen was perfusing the left renal artery. The descending thoracic aorta was essentially straight and free of calcification, and the distal aorta and common iliac arteries were extensively calcified. Just caudal to the lsa the thoracic diameter measured ~31mm, at the mid-descending thoracic the diameter was 29 x 30mm and just above the level of the celiac was 29mm in diameter. The exact cause of the dissection in the ascending thoracic seen post-implant could not be determined from the pre-implant films provided. Post-implant films were not available for review. It is unclear if the implanted valiant stent grafts may have contributed; the stent graft in-vivo configuration and post-implant dissection coverage could not be assessed. This may have also been a patient related issue; pre-existing type b dissection beginning near the lsa.

Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft was implanted in patient for endovascular treatment of a thoracic dissection. It was reported that the patient experienced bradycardia and hypertension 24 hours post index procedure. A CT scan was done and an ascending dissection was discovered. The patient refused to receive surgery and the patient expired. Per the physician, the ascending dissection was possibly related to the deployment of the stent graft, however, the exact cause could not be determined as the post angiogram did not show any evidence of an ascending dissection. Per the physician, the patient expired due to refusal for surgery.